Event description:
It was reported to philips that free disk space was too low. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary treatment when the issue occurred, and it was completed as planned without delay by deleting some patient¿s image. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system could not x-ray, and they were getting messages of full image drive. The rse recreated the image store and deleted all the images off the system. The philips engineer informed customer of correct workflow before manually deleting images. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.